Event description:
The level sensor's lights were on and qws set to safe flow level. The pump rpm kicked into flow regulation during priming several times. The perfusionists replaced the tape and resolved this issue. However, this happened again while they were on bypass. The alarm is showing flashing "s" but rpm never decreased. Arterial and venous flow stayed stable during these events. They checked the connections and made sure everything was connected tightly. The probe doesn't have visible damage when they inspected. The level sensor was being used for the rest of the case.

Manufacturer narrative:
Although during the investigation the flow sensor appeared to be working and reading, out of precaution the sensor was disposed of and replaced with a new one.